Manufacturer narrative:
(B)(4). D10: medical product: unknown nexgen rotating hinge knee femoral component: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni; size 3 precoat non-modular cemented tibial component: catalog# 00588000302, lot# 66662548. G2: foreign - event occurred in germany. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the tapered joint between the femoral component and femoral stem fractured. Revision surgery was performed to replace the affected components. Due diligence is complete as multiple attempts have been made however no additional information has been provided.